Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 26 mmol/l (468 mg/dl) while using the infusion sets. He programmed a temporary basal rate increase on the infusion device to lower his blood glucose. He stated, he would go to bed after changing the headset at 8pm and he would wake up at 3am with elevated blood glucose. On 2 occasions, he noticed insulin leakage and wetness. He stated, he used the insertion device to insert the headset. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.